Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right occlusion only, migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:bladder problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, alopecia, tooth disorder, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s);(unspecified): right occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder problems, hair loss, dental problems, headaches, nausea, vision problems, weight gain, migration were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke inside of left fallopian tube. Doctor said she removed the broken coil') and device dislocation ('right occlusion only, migration') in a 22-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and miscarriage. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011. Concomitant products included ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes urinary frequent") and incontinence ("bladder or urinary problems or changes incontinence"). In 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:bladder problems"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and underwent cholecystectomy ("gall bladder removal"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, pollakiuria, incontinence and cholecystectomy outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cholecystectomy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, incontinence, menorrhagia, nausea, pelvic pain, pollakiuria, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: left coil broke inside of left fallopian tube. Doctor said she removed the broken coil and inserted another one. Current weight 200 lbs. Surgery (other) type of surgery: gall bladder. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), other (please describe) left tube did not fully close. Liquid went through but did not exit. Imaging procedure - on (B)(6) 2012: essure confirmation test(s);(unspecified): right occlusion only, migration. Most recent follow-up information incorporated above includes: on 3-mar-2020: medical records received. Lot number added. Reporter information, aka name were added/u 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke inside of left fallopian tube. Doctor said she removed the broken coil') and device dislocation ('right occlusion only, migration') in a 22-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and miscarriage. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2011. Concomitant products included ibuprofen since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pollakiuria ("bladder or urinary problems or changes urinary frequent") and urinary incontinence ("bladder or urinary problems or changes incontinence"). In 2019, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems:bladder problems"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and underwent cholecystectomy ("gall bladder removal"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, bladder disorder, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, pollakiuria, urinary incontinence and cholecystectomy outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cholecystectomy, device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, nausea, pelvic pain, pollakiuria, tooth disorder, urinary incontinence, visual impairment and weight increased to be related to essure. The reporter commented: left coil broke inside of left fallopian tube. Doctor said she removed the broken coil and inserted another one. Current weight 200 lbs. Surgery (other) type of surgery: gall bladder, the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), other (please describe) left tube did not fully close. Liquid went through but did not exit. Imaging procedure - on (B)(6) 2012: essure confirmation test(s);(unspecified): right occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.